Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter; further described as ¿the transfer device became detached from the titanium adapter¿. No leak was reported. This was observed during use on a patient at an unspecified process step of peritoneal dialysis (pd) therapy. The transfer set was replaced. The titanium adapter was replaced as precautionary measure only. There was no report of patient injury or medical intervention associated with this event. No additional information is available.